Event description:
It was reported via repair work order that the data cable for the nurse call system was unable to be plugged into the bed due to a damaged connector support. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.